Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to replicate the reported issue. The fse replaced the surgeon side console (ssc) touchpad screen to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the touch screen computer involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint (touch screen would not power on). Visual inspection found the unit to be in good condition. The touchpad was installed into printed circuit assembly (pca) xi test system, and it failed to be booting up ssc with blank screen and error 75 displayed.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the touchpad on the surgeon side console (ssc) was blank. The customer continued the procedure with another surgeon side console (ssc). Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 75 indicating the touchpad failed diagnostics. The tse advised the customer to perform a hard power cycle on the ssc. The customer did not call in to troubleshoot with the tse. Using another ssc, the site continued to complete the procedure as planned with no reported patient injury.